Event description:
It was reported the patient's permanent procedure was extended by 1.5 hours due to the inability to position the scs lead midline which resulted in ineffective stimulation. A different model lead was used to complete the procedure and effective stimulation was achieved post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.